Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 700 mg/dl. The customer stated that he had been vomiting and feeling nauseous prior to the hospitalization. The customer also suffered a heart attack due to high blood glucose. The customer was treated with manual injections and bolus delivery. Troubleshooting was done. The customer ran a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated he did not notice any bent cannulas on previous infusion sets. Explained that high blood glucose was often caused by insertion site or infusion set issues. The customer stated he would call back in order to finish troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.